Event description:
A surgeon reported that the probe was found to be damaged at the start of the procedure. The doctor observed the shaft broken at root of the probe. Product was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).